Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20504207/20775215.

Event description:
It was reported that the patient experienced undesired stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well post operatively and the explanted devices were not returned.